Event description:
A surgeon reported that an intraocular lens (iol) was implanted "reversed." The lens is vaulted with a refractive surprise. The surgeon does not believe the lens is defective. Add'l info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/09/2011 and 05/24/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).